Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of an ulcer. However, it was reported that approximately 3 months post implant, a CT revealed proximal remodeling with a small tear/dissection approximately 2 cm in length with communication to the proximal bare spring, starting 4 cm distal to the left subclavian artery extending to the top of the stent graft material. The physician does not consider the event to be symptomatic at this time; therefore, no intervention was perfumed. As per the physician, the cause of the event was related to the patient¿s anatomy. No additional clinical sequelae were reported and the patient will continue to be monitored by the physician.

Manufacturer narrative:
Films review summary: the exact cause of the dissection flap seen just above the proximal bare spring could not be determined from the post-implant films provided. The pre-implant anatomy is unknown and films during implant were not available. CT¿s returned from 3 months post-implant revealed that a single valiant captivia stent graft had been implanted in the patient¿s descending thoracic. The proximal bare spring was positioned just past the aortic arch ~12 cm caudal to the lsa, in an essentially straight segment of the descending thoracic. A thoracic dissection flap was seen extending ~15 mm above the bare spring. It is possible that this dissection flap may have been related to a pre-existing anatomical condition, caused by the reported uncontrolled hypertension, or was possibly related to the implant of the stent graft. If information is provided in the future, a supplemental report will be issued.